Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that on the same day, the sheath was inserted in the pt's right internal jugular vein in the operating room, a leak near the stopcock attached to the side arm was found during transfusion in the intensive care unit.